Event description:
It was reported that the anesthesia system failed the pressure transducer test during a system checkout.there was no patient involvement. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that the pressure transducer test failed during sco. The field service engineer (fse) was on site, and the anesthesia system was investigated. The investigation concluded that the fresh gas pressure transducer, the inspiratory pressure transducer pcbs, and the expiratory channel pcb were faulty and needed to be replaced. After the replacement, the anesthesia system was successfully tested and cleared for clinical use. The test log shows that the test failed due to the offset being out of range, the measured zero pressure offset was 9998 mv on three different test occasions. Later on, the measured offset value was within the right limits (2000 ± 0.5 mv). Meanwhile, the monitoring pressure transducers failed constantly which indicates anomaly behavior on the pcb. Also, the technical log shows airway pressure sensor errors related to pressure transducer issues. The pressure transducer pcb has a factory-calibrated zero pressure offset value that is normally 2 ± 0.5 v. During system checkout, a high-pressure offset value is measured, and if the measured value is outside the allowed limit (±300mv from the factory calibrated value), the test will fail. Our conclusion, based on the fse investigation and evaluation of the logs, is that the reported failure was caused by the fresh gas pressure transducer pcb.

Event description:
Manufacturer's reference number: (B)(4).